Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead may had dislodged. Advice from technical services was given to do testing or a chest x-ray scan to confirm the malfunction. No additional adverse patient effects were reported.